Manufacturer narrative:
No product has been returned and no films have been provided confirming the alleged complaint. Review of the reported event identified the peek interbody fractured during impaction which is a known failure mode and generally related to off angle and excessive force but may also be the result of improper implant size selection and an attempt to distract the space with the interbody. No additional investigation can be completed at this time. Label review: "warnings, cautions and precautions - the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant." "Based on fatigue testing results, when using the coroent xl interfixated system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc., which may impact on the performance of this system." "Pre-operative warnings - care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient."

Event description:
On (B)(6) 2024 a patient underwent a lateral interbody fusion procedure on unknown levels of the spine. During insertion of the vertebral spacer it fractured. The fractured portions were retrieved from the patient and the remainder of the implant remains in situ. There were no adverse patient consequences reported.